Event description:
Two geenen pancreatic stent stents were in place in the pt. The duodenoscope was inserted and advanced into the small bowel where the end of two stents were seen emanating from the duct of santorini. A hemoclip was noted at the major papilla. The sphincterotome preloaded with a guide wire was then used to cannulate in cbd. Contrast injected defines the common bile duct (cbd). Attempts at cannulating the duct of wisung with a sphincterotome and the guide wire were not successful. The duodenoscope was placed in long position in facing the minor papilla. The distal end of the first stent was grasped with a rat tooth forceps and removed through the accessory channel of the duodenoscope. The distal end of the second stent was grasped with a rat tooth forceps and broke and migrated proximally into the pancreatic duct. A side bite forceps was then used to grasp the distal end of the stent within the pancreatic duct and removed through the accessory channel of the duodenoscope.

Manufacturer narrative:
This complaint is related to 1 x gepd-5-12 device of lot #: c1069591. The gepd-5-12 device involved in this complaint has not been returned for eval. With the info provided, a document based investigation was carried out. The complaint was confirmed on customer testimony. As the device was not returned for eval the cause of the stent fracture could not be conclusively determined. Prior to distribution, gepd-5-12 devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for gepd-5-12 did not reveal any discrepancies related to the complaint issue. The precaution section of the instructions for use that accompanies this device states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended". There have been no further adverse effects on the pt as a result of this occurrence. Complaints of this nature will be monitored for potential emerging trends.